Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is noise on image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to moisture ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an image issue where the image was in its entirely out of focus and there was no image at all; it was blurry. This event occurred during set up and preparation for use. There were no reports of patient harm.